Manufacturer narrative:
Review of manufacturing records has been requested.

Event description:
The implant broke insitu 4-1/2 weeks post operative. Corrective surgery was performed on (B)(6) 2011; a 5 hole vcp was inserted.